Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. After following instructions to inspect and clean the pump and cartridge, the caller was able to reload the cartridge and resume insulin therapy successfully.